Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: photos of 1 customer returned sample were submitted for investigation. The photos were evaluated and the indicated failure mode for poor sleeve function with the incident lot was observed. Additionally, (B)(4) retain samples from bd inventory were subjected to sleeve function testing using (B)(4) tubes per needle and the issue of poor sleeve function was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor sleeve function. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter had a bent sleeve and the needle pierced through. There was no report of patient impact.